Manufacturer narrative:
The incident report contained information that the hi-torque connect guidewire became fractured during the right superficial femoral artery procedure. There was resistance experienced during advancing of the guidewire and no resistance during the guidewire withdrawal. The guidewire distal tip buckled and separated due to the heavily calcified lesion. The physician used a snare device to successfully remove the separated guidewire tip from the patient anatomy. The other hi-torque connect guidewire was used to complete the procedure. There were no adverse patient effects reported. A lot history review could not be performed as the lot number and part number of the device were not available. However, the complaint history for this failure mode shows that the volume of occurrences for this failure mode is within the occurrence expectation limits. As the device was not returned for investigation and the lot number was not provided to carry out the lot history records review, the root cause of this incident was concluded based on the information provided in the incident and in the incident report. The customer reported that the guidewire distal tip buckled and separated due to the heavily calcified lesion. The hi-torque connect dfu warns that the guidewire is a delicate instrument and must not be advanced, withdrawn, or torqued if resistance is met. The guidewire must be advance or withdraw slowly. Guidewire manipulation must always be observed under fluoroscopy and must be observed for tip buckling, which is a sign of resistance. The dfu also warns not to allow the guidewire tip to remain in a prolapsed condition. If the guidewire is removed and is to be re-inserted must be inspected for signs of damage (weakened or kinked segments) prior to re-introduction. It is not allowed to re-introduce if the guidewire is weakened or kinked. With no device for investigation and lack of the device lot number to carry on the lot history record review, based on the information provided above the most likely root cause of this incident remains the lesion anatomy in combination with robust handling. A review of the design fmea was carried out and this has indicated that the risk was included and current controls can be considered sufficient. Based on the documentation review and conclusion outlined above, no further action is warranted at this time. Lake region medical will continue to monitor post-market activity of the device to determine if any adverse trends are noted.

Event description:
"It was reported that the procedure was to treat a lesion in the heavily calcified right superficial femoral artery. When advancing the connect guide wire to the lesion, resistance was felt with the anatomy; the guide wire tip buckled and separated due to the calcification. A snare device was used to successfully remove the separated tip from the anatomy. A new connect guide wire was used without issue to complete the procedure. There were no adverse patient effects. No additional information was provided. The device was requested and will not be returned for evaluation, discarded."

Manufacturer narrative:
Investigation is currently underway.